Event description:
The pt, implanted with rods and screws, felt a pop and went for x-rays. X-ray taken showed the rod had slipped out of the screw. Pt was returned to the or and surgeon noted the screw had loosened. The screw was removed, the rod was cut in situ and surgeon used a domino to piece in another rod. A new screw was placed in a new position to complete the procedure.

Manufacturer narrative:
This info was not provided during initial report of the event. Completed questionnaire received did not provide this info. Investigation could not be completed. No conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without the lot number. Date of MFR could not be determined without a lot number.